Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to a defective stylus causing it impossible to perform stylus calibration. It was also noted that the universal serial bus (usb) connector on the micro processor unit board was damaged. The paper tray and keyboard were damaged. The latch of the cable bay was broken. The radiofrequency head cable was twisted inside the cable but remained functional. The anti slip layer of the radiofrequency head was missing and the cooling fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.